Manufacturer narrative:
The reported issue was not confirmed. Pump was tested and found to meet specifications. (B)(4).

Event description:
The user reported that the device failed to alarm occlusion. For details, please refer to the attached incident report from the user.